Manufacturer narrative:
Analysis found the unit stuck in no delivery alarm loop due to faulty mother board. Analysis was unable to perform the displacement, prime, basic occlusion, occlusion, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 73 mg/dl at the time of incident. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The insulin pump will be returned for analysis.